Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips bench repair technician (brt) evaluated the device and confirmed the issue and discovered that the speaker cable was disconnected in the device. The cable was re-connected to resolve the sound issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating there was a no sound heard and a inop error appeared. The device was in use at the time of the event. No adverse event occurred.